Event description:
It was reported that stent movement from the balloon occurred. A 3.00 x 28mm synergy xd balloon expandable stent was selected for treatment. The synergy xd advanced through the copilot and a 6f guidezilla guide extension catheter. The synergy xd balloon was inflated within the vessel and removed. After removal, it was observed that the synergy xd stent was on the proximal part of the balloon. A new stent and new guidezilla guide extension catheter was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that stent movement from the balloon occurred. A 3.00 x 28mm synergy xd balloon expandable stent was selected for treatment. The synergy xd advanced through the copilot and a 6f guidezilla guide extension catheter. The synergy xd balloon was inflated within the vessel and removed. After removal, it was observed that the synergy xd stent was on the proximal part of the balloon. A new stent and new guidezilla guide extension catheter was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr us 3.00 x 28mm stent delivery system (sds) was returned for analysis; an examination of the crimped stent via scope found evidence of damage. The entire stent was pulled proximally over proximal balloon cone and was positioned on the outer shaft. Stent struts were bunched. Due to the extent of the stent damage on the balloon, it was not possible to perform a measurement of the stent outer diameter. As a result, the stent crimp data (ref. Crimp data attached) was reviewed and it was noted that the maximum stent crimp profile was 0.0412 inch, taken during the manufacture of the batch. This value is within maximum crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon had been inflated. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube shaft found no kinks or damages. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.